Event description:
Per the information provided by the distributor, "customer states end of catheter has a sharp beveled shape, as if it had been cut. Per follow-up phone conversation with facility, no patient injury has been reported as a result of this catheter problem.